Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false positive reaction of one patient sample with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on their ih-1000 instrument. The customer stated that the control well was also positive. The patient had the known blood group a. In a retest on the ih-1000 the patient sample showed the correct result: blood group a, control well negative. The customer did neither provide a product sample for investigational testing nor the patient sample that had caused the false positive test results. Therefore, our quality control laboratory investigated their retention sample of the supposedly defective lot. First, the retention sample was visually checked for intact sealing, homogeneous gel, correct filling height and the absence of splashes in the reaction chamber. All acceptance criteria were met. Then quality control laboratory tested the retention sample with different donor samples and the ih-basic qc on ih-1000. The focus of the test was on red blood cells of blood group a rhd positive as the customer had complained about false positive reactions in anti-b and the ih-1000 can pipette the cards from the left as well as from the right. All positive and negative reactions were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Instrument data of the affected ih-1000 are still under investigation.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false positive reaction of one patient sample with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on their ih-1000 instrument. The customer stated that the control well was also positive. The patient had the known blood group a. In a retest on the ih-1000 the patient sample showed the correct result: blood group a, control well negative. The customer did neither provide a product sample for investigational testing nor the patient sample that had caused the false positive test results. Therefore, our quality control laboratory investigated their retention sample of the supposedly defective lot. First, the retention sample was visually checked for intact sealing, homogeneous gel, correct filling height and the absence of splashes in the reaction chamber. All acceptance criteria were met. Then quality control laboratory tested the retention sample with different donor samples and the ih-basic qc on ih-1000. The focus of the test was on red blood cells of blood group a rhd positive as the customer had complained about false positive reactions in anti-b and the ih-1000 can pipette the cards from the left as well as from the right. All positive and negative reactions were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Instrument data of the affected ih-1000 were investigated. In our findings, we could rule out any instrument issues. All the pipetting and washing were done as required. The only possible explanation would be a micro clot from the previous sample which was stuck in the needle to the teflon. In a picture provided by the customer, the anti-a well looked as if there was fibrin and anti-d well looked like there could be fibrin in there as well. Based on the investigation the complaint was classified as confirmed - epp (expected product performance). The complaint sample was not available for investigation and the retention sample reacted as expected. The patient sample in question was also not available. It showed correct results when retested by the customer. Based on the investigation of the instrument data a device issue could be ruled out. All the pipetting and washing steps were done as required. Based on the images provided the only possible explanation would be a micro clot from the previous sample which was stuck in the needle to the teflon. As the control was also false positive, no false blood group result was generated. There was a false positive result with the anti-b and the control well from one single patient sample once. In the retest at customer the patient sample showed correct results.